Event description:
The physician experienced a balloon burst during implantation of a cypher stent. The target lesion was in the right coronary artery and it was concentric and moderately calcified. The 3.0 by 18mm cypher stent could not cross the lesion due to calcification. Predilation was conducted and another attempt was made to deploy the cypher. But the stent delivery system delivery system could not cross the distal end of the lesion, so, the physician decided to deploy the cypher at the proximal end of the target lesion. The stent delivery system was then retrieved from the pt and post-dilation was conducted with a different balloon (product unknown). The stent implanted safely. No stent was implanted in the distal end of the lesion. There was no report of injury to the pt.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This product is available for evaluation, but it has not yet been received. Add'l info will be submitted within thirty days upon receipt.